Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device noted an increase in the shock impedance measurement from 65 ohms to 130 ohms. All other lead measurements were appropriate and no noise was noted. Boston scientific technical services (ts) explained that single coil leads could have higher impedance measurements due to calcification. This patient will continue to be monitored appropriately. No adverse patient effects were reported.